Event description:
It was reported that (2) tl455 were used during a gastric bypass procedure. It was reported by the rep that the surgeon was performing a gastric bypass with roux-y. The tl455 non bladed linear cutter was being used to occlude gastric tissue. The surgeon reported that when he fired both of the cutters the firing mechanism locked up. The surgeon was able to open the cutters and take them off the tissue and use a third tl455 to complete the procedure without further incident. There was no consequence to the pt.